Event description:
The customer reports: the swg (spring wire guide) is kinked while pulling it out.

Manufacturer narrative:
(B)(4). The customer returned one guide wire, lidstock and one catheter for evaluation. The guide wire was returned still inside the catheter and the catheter was observed to have two kinks inside the body. The guide wire was also observed to be unraveled. After pulling the guide out of the catheter, the guide wire was observed to have a lot of dried biological material and contained multiple kinks. The kinks in the wire most likely created in the kinks in the catheter body. The guide wire core wire broke adjacent to the proximal end. The distal weld appeared full and spherical. The guide wire outer diameter measured 0.847 mm, which is within the specification limits of .834 mm-.877 mm per the marked guide wire graphic. The overall length of the guide wire measured 685mm which is within specification of 678-688mm per product drawing. The overall length of the catheter measured 219mm which is within specification of 207-227mm per product drawing. The inner diameter of the catheter tip measured 1.04mm which is within specification of .97-1.04mm per product drawing. A lab inventory guide wire of the same size provided within this kit (0.843mm) was able to pass through the returned catheter with minimal resistance. This includes passing over the kinks in the catheter. A manual tug test confirmed that the distal weld was intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit cautions the user, "do not apply excessive force in removing guidewire or catheter. If withdrawal cannot be easily accomplished, a visual image should be obtained, and further consultation requested." The IFU also cautions, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked about tip of catheter within vessel". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The returned sample met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso (B)(4) standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer submitted a photo of the device. The photo gives appearance of unraveled material.

Event description:
The customer reports: the swg (spring wire guide) is kinked while pulling it out.